Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, moderate paravalvular leak (pvl) was noted post deployment. A balloon aortic valvuloplasty (bav) was performed and the blood pressure did not recover. Transesophageal echocardiogram (tee) revealed the valve dislodged deep likely caused by the bav. Cardiopulmonary resuscitation (CPR) was performed and cardiopulmonary bypass (cpb) initiated. The cpb was converted to extracorporeal membrane oxygenation (ECMO), the patient transferred to ICU and subsequently expired the same day.